Event description:
It was reported to boston scientific corporation that a spy discover catheter and amplatz super stiff were used in the pancreaticobiliary ductal during a percutaneous transhepatic cholangiography (ptc) procedure performed on (B)(6) 2022 as part of the e7160 spyglass discover percutaneous study. The spyglass discover catheter was advanced to the target with the use of the amplatz guidewire and the target lesions or stones were visualized. A clearance of biliary stones or sludge, with lithotripsy; mechanical, electrohydraulic or laser was attempted and completed, and an intraductal drain remained in place for the safety of the patient at the end of the procedure. On (B)(6) 2022, the patient underwent a percutaneous cholangiography and the patient experienced an episode of cholangitis after less than 24 hours. No residual lithiasis was observed and the biliary drainage was replaced. The patient was hospitalized and antibiotic therapy was given. It was reported that the patient was fine after treatment with antibiotic therapy.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Initial reporter name and address: (B)(6).the device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1 (initial reporter address 1): gastroenterology & digestive endoscopy agostino gemelli irccs. Block h6 (patient codes): patient code e2326 captures the reportable event of cholangitis. Block h6 (impact codes): impact code f08 captures the reportable event of hospitalization. Impact code f23 captures the reportable event of medication required. Block h10: the device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned..

Event description:
It was reported to boston scientific corporation that a spy discover catheter and amplatz super stiff were used in the pancreaticobiliary ductal during a percutaneous transhepatic cholangiography (ptc) procedure performed on (B)(6), 2022 as part of the e7160 spyglass discover percutaneous study. The spyglass discover catheter was advanced to the target with the use of the amplatz guidewire and the target lesions or stones were visualized. A clearance of biliary stones or sludge, with lithotripsy; mechanical, electrohydraulic or laser was attempted and completed, and an intraductal drain remained in place for the safety of the patient at the end of the procedure. On (B)(6), 2022, the patient underwent a percutaneous cholangiography and the patient experienced an episode of cholangitis after less than 24 hours. No residual lithiasis was observed and the biliary drainage was replaced. The patient was hospitalized and antibiotic therapy was given. It was reported that the patient was fine after treatment with antibiotic therapy. Additional information received on (B)(6), 2022: in the physician's assessment could the amplatz guidewire have contributed to the cholangitis (possible). However there were no alleged malfunctions or deficiencies with the product reported.